Manufacturer narrative:
(B)(4) reopened to correct h1 from serious injury to malfunction.

Event description:
The manufacturer received information alleging black particles at hose connection where unit connects to humidifier. Patient claimed to be cleaning device and claimed to have noticed black particles near where hose connects to humidifier. End user claims that she is now coughing and has a tickle in due to the particles. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.